Event description:
The customer reported that the system would not turn on. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The pins in cable connector were evaluated and reseated. The system was tested and found to be working as intended and returned to service.